Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/pneumothorax. According to the reporter: the cartridge and e loop were used. One or 2 hours after the surgery, over 1000cc bleeding occurred. Re-operation was done on the same day. Bleeding had occurred from the 4th staple line using duet. Duet and e loop were used for repair.